Event description:
On (B)(6) 2011, clinic notes and a complaint form from a vns treating physician were received by the manufacturer's case management. The complaint form stated that the vns patient is scheduled for a full revision surgery in (B)(6) 2011 due to high lead impedance. The clinic notes dated (B)(6) 2011 report that the patient's vns is not functioning; that a systems diagnostic showed high lead impedance consistent with a lead discontinuity. Clinic notes dated (B)(6) 2010 state that the patient had a sudden increase in seizures likely due to her menses but that the magnet was not working to abort the seizures. Additional information has been requested from the physician, however, no further information has been received as of yet. If additional information is received, it will be reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.